Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during an implant attempt of the subject lead, psa values (threshold, amplitude, and lead impedance) were immeasurable. Even after re-positioning the lead, the psa values could not be measured. Another lead was implanted instead with appropriate psa measurements.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject lead, psa values (threshold, amplitude, and lead impedance) were immeasurable. Even after re-positioning the lead, the psa values could not be measured. Another lead was implanted instead with appropriate psa measurements.